Event description:
In 2009, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the biopsy forceps would not come back through the scope after the biopsy was captured. The scope was removed from the patient with the forcep inside and the forcep was cut to be removed from the scope. The portion that holds up the forceps appeared bent. The procedure was completed using another of the same device without any patient complications. Patient is "stable".